Manufacturer narrative:
Describe event or problem: corrected data: the initial MDR did not report the change in seizures pattern that was known about and possible related to the high impedance per the physician at the time of the initial report only the increase in seizures were mentioned on the initial MDR.

Event description:
Information was received that the patients seizures has also changed in character in that they are more generalized convulsive events lasting 1-2 minutes than the partial events she was had been having previously. The physician also felt this was possibly related to the high impedance. Her medications were unchanged and her blood levels were solid.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. The patient had a generator and lead replacement and the explanted products were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. X-rays were taken but have not been provided to the manufacturer for review. It was unknown if there was any manipulation or trauma. The patient has been having an increase in seizure and the magnet was not aborting seizures beginning two days before the high impedance was seen. No further information was provided regarding the high impedance.

Event description:
Additional information was received that product analysis was completed on the generator and lead. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Sem images of the positive coil show that pitting or electro-etching conditions have occurred at the cut end. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load ¿ cut leads). Abrasions were identified on the outer silicone tubing at multiple locations. The outer tubing had what appeared to be internal abrasions at multiple locations. The lead assembly has remnants of what appears to be dry body fluid inside the inner silicone tubing. No obvious point of ingress was noted other than the end of the returned lead portion, in which incisions were necessary to perform proper inspection of the coil. What appeared to be white deposits were observed in various locations. Eds was performed and identified the deposits as containing sodium, magnesium, silicon, phosphorous, chlorine, and calcium. Upon visual inspection of the generator cavity no anomalies were observed. Two sets of setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.